Event description:
As reported: "right hip revision. Femoral fracture. Secur fit advance that dr. Put in in the past. Size 9 132° secur fit advance stem and a 36 +2.5 biolox ceramic head. Going to revise using dall miles cable system and competitor hip system." Spoke to rep, who provided an x-ray, explant pictures, and usage stickers from the revision procedure. There are no allegations against the explanted femoral head, and no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown securfit stem¿was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted securfit stem with biological material throughout. No other notable remarks were observed. -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: the event description states: ".. Right hip revision femoral fracture ... Revision using d`all-miles cable system and competitor hip ..." Undated, unlabelled x-ray: ap right hip : uncemented right tha, reduced, oblique subtrochanteric femur fracture with subsidence of femoral stem. No clinical or pmh, no patient demographics, no date of primary tha, no operative reports, no examination of explanted components. Based upon the information supplied, the x-ray confirms the femoral fracture, but insufficient data is presented to create a medical report for this case. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: the event description states: ".. Right hip revision femoral fracture ... Revision using d`all-miles cable system and competitor hip ..." Undated, unlabelled x-ray: ap right hip : uncemented right tha, reduced, oblique subtrochanteric femur fracture with subsidence of femoral stem. No clinical or pmh, no patient demographics, no date of primary tha, no operative reports, no examination of explanted components. Based upon the information supplied, the x-ray confirms the femoral fracture, but insufficient data is presented to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right hip revision. Femoral fracture. Secur fit advance that dr. Put in the past. Size 9 132° secur fit advance stem and a 36 +2.5 biolox ceramic head. Going to revise using dall miles cable system and competitor hip system." Spoke to rep, who provided an x-ray, explant pictures, and usage stickers from the revision procedure. There are no allegations against the explanted femoral head, and no further information will be released by the hospital or surgeon.